Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint can be confirmed for closure procedural complications. The exact root cause cannot be determined. The likely root cause is the device was not fully tamped or the required compressive force was not achieved. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that there was access site-related bleeding (barc type 2, 3 or 5, following angio-seal vascular closure device (vcd) deployment, as per bleeding academic research consortium (barc) classification). The procedure performed was a peripheral endovascular procedure interventional, antegrade puncture, right leg. Segment for endovascular intervention was femoropopliteal segment below the knee. Revascularization approach was intraluminal. The type of intervention performed was angioplasty balloon, bare metal stents. The sheath used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by a sterile wound bandage. Equipment or other devices used with the reported product were guide wires and radifocus guide wire m. Additional information was received on (B)(6) 2023: twenty (20) minutes of manual compression was performed.